Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable starting to unravel at the distal clevis hub. An additional observation not reported was one of the pitch cables was derailed at the proximal end of one of the clamping pulleys. The instrument function may not have been precise. No other damage was found. An additional finding was various scratches on the distal end of the main tube exhibiting light material removal. The scratches were not axially aligned with the tube axis. No other damage was found.

Event description:
It was reported that in central processing, a loose wire was noted on the prograsp forceps instrument. There was no allegation of harm or injury to the patient and nothing reportedly fell into the patient, as the device was not used on the patient.